Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. The customer's blood glucose level was 227 (mg/dl). Prior to the report the customer powered the pump on, completed the load sequence and resumed insulin delivery. Reportedly the customer would continue to use the pump for insulin therapy.